Manufacturer narrative:
E3: principal investigator h3: device evaluated by mfg? Device not returned to manufacturer this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Cook was notified that an endoleak had occurred on a zenith flex with spiral-z technology aaa endovascular graft iliac leg that was placed on the right. Pre-procedural computed tomography (CT) with contrast imaging was completed on (B)(6) 2025, 153 days prior to the procedure. The innominate artery, right common carotid artery, right subclavian artery, left common carotid artery, left subclavian artery, and celiac artery were not incorporated into the repair. The superior mesenteric artery (sma) was incorporated in the repair. The artery was patent. The artery was not stenosed more than 50%. The superior mesenteric artery (sma) was incorporated in the repair. The artery was patent. The artery was not stenosed more than 50%. The right renal artery was incorporated in the repair. The artery was patent. The artery was not stenosed more than 50%. The left renal artery was incorporated in the repair. The artery was patent. The artery was not stenosed more than 50%. The bilateral common iliac and internal iliac arteries were patent. The bilateral vertebral arteries were patent. The aortic valve was native, and the aortic arch was not a bovine configuration. The maximum diameter of the diseased aorta on centerline was 75 mm. The intended proximal seal was zone 5: mid descending aorta to celiac. The intended distal landing zone was zone 10: common iliac arteries on the left and right. Pre-procedure clinical assessment was completed on (B)(6) 2025, one day prior to the procedure. The primary indication for the elective procedure was a degenerative thoracic abdominal aortic aneurysm (taaa) extent iii. There was no history of degenerative aneurysm growth of more than or equal to 1.0 cm per year. The patient had not required a rescue repair after prior repair. The patient underwent an elective endovascular aortic repair (evar) procedure on (B)(6) 2025 under general anesthesia. The patient was not receiving antiplatelet medication therapy at the time of the procedure. Percutaneous access was achieved in the right and left femoral arteries. An endovascular iliac conduit was not performed at the time of the procedure. During the procedure, the patient had the following devices placed: superior mesenteric artery (sma): a competitor's stent measuring 7 mm in diameter and 22 mm length was placed. The artery was revascularized with the fenestrated-branched device. The covered stent was not relined or extended with a bare metal stent. The side branch catheterization and placement of the bridging stents was successful. The stent patency was maintained with normal end artery perfusion. Right renal artery: a competitor's stent measuring 5 mm in diameter and 22 mm in length was placed. The artery was revascularized with the fenestrated-branched device. The covered stent was not relined or extended with a bare metal stent. The side branch catheterization and placement of the bridging stent was successful. The stent patency maintained with normal end artery perfusion. Left renal artery: a competitor's stent measuring 7 mm in diameter and 27 mm in length was placed. The artery was revascularized with the fenestrated-branched device. The covered stent was not relined or extended with a bare metal stent. The side branch catheterization and placement of the bridging stent was successful. The stent patency maintained with normal end artery perfusion. A custom-made device (cmd) from william cook australia, rpn: aaa-dist-body-inverted-leg was placed. The device was planned for the patient. No technical difficulties in the delivery and deployment of the cmd device were experienced. The delivery and deployment of cmd device was considered successful. A custom-made device (cmd) from william cook australia, rpn: aaa-reinforced-fen-prox was placed. The device was planned for the patient. No technical difficulties in the delivery and deployment of the cmd device were experienced. The delivery and deployment of cmd device was considered successful. Cook incorporated, zenith flex with spiral-z technology aaa endovascular graft iliac leg, rpn: zsle-11-90-zt was placed on the left. There were no technical difficulties in the delivery and deployment of the device. The delivery and deployment of the device was considered successful. Cook incorporated, zenith flex with spiral-z technology aaa endovascular graft iliac leg, rpn: zsle-24-74-zt was placed on the left. There were no technical difficulties in the delivery and deployment of the device. The delivery and deployment of the device was considered successful. A competitor's stent measuring 12 mm in diameter and 61 mm length was placed in the left iliac artery. There were no technical difficulties in the delivery and deployment of the device. The delivery and deployment of the device was considered successful. A competitor's stent measuring 10 mm in diameter and 37 mm length was placed in the left iliac artery. There were no technical difficulties in the delivery and deployment of the device. The delivery and deployment of the device was considered successful. Cook incorporated, zenith flex with spiral-z technology aaa endovascular graft iliac leg, rpn: zsle-11-90-zt, lot was placed on the right there were no technical difficulties in the delivery and deployment of the device. The delivery and deployment of the device was considered successful. Cook incorporated, zenith flex with spiral-z technology aaa endovascular graft iliac leg, rpn: zsle-24-56-zt, lot was placed on the right there were no technical difficulties in the delivery and deployment of the device. The delivery and deployment of the device was considered successful. Side branch catheterization and placement of all bridging stents were successful. No additional procedures were completed during the procedure. Total contrast volume used during the procedure: 134 ml contrast dose: 2.1 ml/kg fluoroscopy time: 76 minutes total gray used: 1579 mgy total dose area product: 97 cgy*cm2 fusion was used during the procedure. The estimated blood loss during the procedure was 1500 ml during the procedure the patient was given 1000 ml cellsaver for blood loss greater than one liter. Cardiac output reduction was not used. Carbon dioxide flushing was used. The proximal seal zone was the native aorta. No neuromonitoring was used during the procedure. Procedural time (24-hour clock): time arrives in room: 08:00 time of first incision or arterial puncture: 08:28 time of last access closure: 11:52 time leaves room: 12:05 duration of procedure (from first incision to last access closure): 204 minutes. Procedural imaging in the form of an angiogram was completed on (B)(6) 2025. All stent grafts and intended side branch stents were patent at the conclusion of the procedure. All target vessels were patent. There was no evidence of stent graft integrity issues. A type 2 endoleak was present at the conclusion of the procedure but was not considered clinically significant. All target side branch stents were intact. The patient was extubated in the operating room. The patient was not reintubated and did not require a tracheostomy. A spinal drain was not placed. The patient was transferred to the intensive care unit (ICU) where he stayed two nights. The patient was not given packed red blood cells during the operation or during the hospitalization. The patient was not discharged on supplemental oxygen. At discharge, the patient was prescribed acetylsalicylic acid (asa) and clopidogrel. The patient was discharged home on (B)(6) 2025. A one-month clinical assessment was completed on (B)(6) 2025, six days post procedure. Bilateral ankle brachial index was not assessed. The patient was prescribed acetylsalicylic acid (asa) and an anticoagulant. During the one-month clinical assessment, computed tomography (CT) scan was completed. Follow up CT imaging with contrast was completed on (B)(6) 2025 six days post procedure. No occlusion or stenosis greater than 50% was noted in the sma, right renal, or left renal arteries. All stent grafts were patent. A new type 3a endoleak at the overlap of the distal iliac components on the right was present. No secondary intervention was performed to treat the endoleak. The maximum diameter of the diseased aorta from outer wall to outer wall (ow to ow) was 77 mm. There was no evidence of stent graft integrity issues. All intended side branch stents were intact.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. E3: physician, professor of vascular surgery, principal investigator for (B)(4) correction: e3 (occupation) investigation ¿ evaluation. On (B)(6) 2025, 153 days prior to the procedure, a pre-procedure computed tomography (CT) imaging with contrast was completed. The innominate artery, right common carotid artery, right subclavian artery, left common carotid artery, left subclavian artery, and celiac artery were not incorporated into the repair. On (B)(6) 2025, pre-procedure clinical assessment took place. The primary indication for surgery was an aortic degenerative aneurysm, taaa, extent iii (from below t6 to the level or below the level of the renal arteries). There was no history of degenerative aneurysm growth of more than or equal to 1.0 cm per year. The patient did not require a rescue repair after prior repair. On (B)(6) 2025, the patient underwent a procedure under general anesthesia via percutaneous access via the right and left femoral arteries. The patient was not on any anti-platelet therapy at the time of the procedure. No iliac conduit was performed. Fusion was used during the procedure. Side branch catheterization and placement of all bridging stents was successful. Target vessels were patent. A type ii endoleak was identified but was not considered clinically significant. Extubation occurred in the operating room. The patient was in the intensive care unit (ICU) for 2 days. No additional procedures were performed during the study cmd procedure. The following devices were placed during the procedure: superior mesenteric artery (sma): competitor graft 7/10-22, diameter 7mm x length 22mm. The artery was revascularized with the fenestrated branch device. Side branch catheterization and placement of all bridging stents was successful. Stent patency maintained with normal end artery perfusion. Right renal artery (rra): competitor graft 5/8-22, diameter 5mm x length 22mm. The artery was revascularized with the fenestrated branch device. Side branch catheterization and placement of all bridging stents was successful. Stent patency maintained with normal end artery perfusion. Left renal artery (lra): competitor graft 7/10x27, diameter 7mm x length 27mm. The artery was revascularized with the fenestrated branch device. Side branch catheterization and placement of all bridging stents was successful. Stent patency maintained with normal end artery perfusion. Main aortic cmd: cook aaa-dst-body-inverted-leg. The cmd was planned for the patient and there were no technical difficulties. The delivery and deployment of the main cmd device was successful. Proximal aortic device: cook fenestrated pararenal device. The cmd was planned for the patient and there were no technical difficulties. The delivery and deployment of the device was successful. Left iliac artery (lia): cook (B)(6). There were no technical difficulties. The delivery and deployment of the device was successful. Left iliac artery (lia): cook (B)(6). There were no technical difficulties. The delivery and deployment of the device was successful. Left iliac artery (lia): competitor graft. There were no technical difficulties. The delivery and deployment of the device was successful. Left iliac artery (lia): competitor graft 10x37. There were no technical difficulties. The delivery and deployment of the device was successful. Right iliac artery (ria): cook (B)(6). There were no technical difficulties. The delivery and deployment of the device was successful. Right iliac artery (ria): cook (B)(6). There were no technical difficulties. The delivery and deployment of the device was successful. On (B)(6) 2025, the patient was discharged home, 6 days post-procedure. No supplemental oxygen was needed. Medications on discharge included acetylsalicylic acid (asa) and an anticoagulant. A CT follow up imaging with contrast was completed, in which all stent grafts were found to be patent. The maximum diameter of the diseased aorta was 77mm. There was no evidence of stent graft integrity issues and all intended side branch stents were intact. A type 1b endoleak was present on the most distal iliac component on the right. All stent grafts were patent. There was no evidence of stent graft integrity issues and all intended side branch stents were intact. At this time, a secondary intervention has not been performed. The site noted the event did not occur due to device deficiency. On (B)(6) 2025, it was confirmed that there was an endoleak on the right at the overlap between iliac device components. On (B)(6) 2025, the site confirmed that the most distal leg graft zsle-11-90-zt involves the type 1b endoleak. This investigation will focus on the distal type 3a endoleak originating from the right zsle-11-90-zt. Reviews of the documentation including the complaint history, device history record, drawing, quality control procedures, specifications and instructions for use (IFU) of the device, were completed during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination of the device could not be completed. However, medical imaging was provided for expert image review. The image reviewer stated, ¿the cases involve the two zsle devices deployed on the patient¿s right side. As part of a fevar procedure. From the 1-month imaging, I can confirm that there is a very small type 3a endoleak from between the proximal and distal zsles. I can also confirm that there is a tiny type 1b endoleak from the distal end of the distal zsle on the right side at the landing zone in the right common iliac artery just above the cia bifurcation into the internal and external iliac arteries. Neither of these endoleaks would be clinically significant unless they didn¿t resolve spontaneously and resulted in aneurysm sac expansion.¿ additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) found that appropriate inspections are in place relative to the reported device failure. A review of the device history record (DHR) found no quality control discrepancies. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed the product labeling. The device was packaged with IFU t_ zaaasz_rev4. The IFU includes the following, warnings, precautions, and instructions for proper placement of the device. 4 warnings and precautions 4.1 general ¿ additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. ¿ patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment and follow-up ¿ zenith spiral-z iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. ¿ successful patient selection requires specific imaging and accurate measurements; please see section 4.3, pre-procedure measurement techniques and imaging. 4.3 pre-procedure measurement techniques and imaging ¿ clinical experience indicates that contrast-enhanced spiral computed tomographic angiography (cta) with 3-d reconstruction is the strongly recommended imaging modality to accurately assess patient anatomy prior to treatment with the zenith spiral-z aaa iliac leg. If contrast-enhanced spiral cta with 3-d reconstruction is not available, the patient should be referred to ta facility with these capabilities. Lengths ¿ all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. ¿ after endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is required, including: 1) abdominal radiographs to examine device integrity (separation between components or stent fracture) and 2) contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information. 4.4 device selection ¿ strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size (table 10.5.1). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure ¿ inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. ¿fluoroscopy should be used during introduction and deployment to confirm proper operation of the delivery system components, proper placement of the graft, and desired procedural outcome. 5.2 potential adverse events ¿ aneurysm enlargement ¿ aneurysm enlargement ¿ aneurysm rupture and death ¿ claudication (e.g., buttock, lower limb) ¿ endoleak ¿ endoprosthesis: improper component placement; incomplete component deployment; component migration; component separation from another graft component; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; and corrosion ¿ surgical conversion to open repair 7.1 individualization of treatment additional considerations for patient selection include, but are not limited to: ¿ patient¿s age and life expectancy ¿ co-morbidities (e.g., cardiac, pulmonary or renal insufficiency prior to surgery, morbid obesity) ¿ patient¿s suitability for open surgical repair ¿ patient¿s anatomical suitability for endovascular repair ¿ patient¿s ability to tolerate general, regional or local anesthesia ¿ iliofemoral access vessel size and morphology (minimal thrombus, calcification and/or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 14 french to 16 french vascular introducer sheath 8 patient counseling information ¿ all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance e of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. ¿ patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. At a minimum, annual imaging and adherence to routine postoperative follow-up requirements is required and should be considered a life-long commitment to the patient¿s health and well-being. ¿ physicians must advise all patients that it is important to seek prompt medical attention if they experience signs of limb occlusion, aneurysm enlargement or rupture. Signs of graft limb occlusion include pain in the hip(s) or leg(s) during walking or at rest or discoloration or coolness of the leg. Aneurysm rupture may be asymptomatic but usually presents as: pain; numbness; weakness in the legs; any back, chest, abdominal or groin; dizziness; fainting; rapid heartbeat or sudden weakness. Physicians should refer patients to the patient guide regarding risks occurring during or after implantation of the device. Procedure-related risks include cardiac, pulmonary, neurologic, bowel and bleeding complications. Device-related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture and death (see section 5.1, observed adverse events and section 5.2, potential adverse events). The physician should complete the patient i.d. Card and give it to the patient so that he/she can carry it with him/her at all times. The patient should refer to the card anytime he/she visits additional health practitioners, particularly for any additional diagnostic procedures (e.g., MRI). 12 imaging guidelines and postoperative follow-up 12.1 general ¿ all patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. ¿ patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. ¿ physicians should evaluate patients on an individual basis and prescribe follow-up relative to the needs and circumstances of each individual patient. The minimum requirement for patient follow-up (described in the instructions for use for the zenith aaa device that was used) should be maintained even in the absence of clinical symptoms (e.g., pain, numbness, weakness). Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the stent graft) should receive follow-up at more frequent intervals. ¿ the combination of contrast and non-contrast CT imaging provides information on aneurysm diameter change, endoleak, patency, tortuosity, progressive disease, fixation length and other morphological changes. ¿ duplex ultrasound imaging may provide information on aneurysm diameter change, endoleak, patency, tortuosity and progressive disease. In this circumstance, a non-contrast CT should be performed to use in conjunction with the ultrasound. Ultrasound may be a less reliable and sensitive diagnostic method compared to CT. After reviewing the IFU, cook has concluded the device labeling contains appropriate warnings, precautions and instructions to the user related to the reported failure. Evidence provided by the DHR and manufacturing documents suggests that the device was manufactured to specification. There is no evidence of nonconforming devices in house or in the field. Based on the information provided, expert review of imaging provided, and the results of this investigation, a definitive cause for the failure could not be established. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.